Event description:
A hospital reported that a blood glucose test was performed using an precision xtra meter on a diabetic patient being treated with an electric insulin syringe. At midnight in 2007, the precision xtra meter read "lo". The nurses did not know what this meant. The reading of "lo" was misinterpreted as meaning very high and the nurses continued to administer the insulin prescription for high glycemia. At around 4am, the precision xtra meter again gave a reading of "lo". At 5am, the patient suffered a cardiac arrest and to date is still intubated and on ventilation. It is unknown at this time what type of training the nurses received on use of the precision xtra blood glucose meter. The user manual fully explains the meaning of a "lo" message. The customer's products have been requested for investigation.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow up report will be submitted if the products are received.